Event description:
Patient reports the aligners have resulted in severe tmj on the left and having to see a physical therapist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.